Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced all x-ray batteries and performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that image acquisition system (ias) was not passing rad calibration. The representative found that the x-ray batteries were low. This issue occurred outside of procedure. There was no patient present when this issue was identified. No additional information was provided.